Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with post-paced t-wave over-sensing exhibited by their implantable cardioverter defibrillator. Patient then came into the clinic , where their device was reprogrammed to address the issue. Patient had no consequences as a result of the event.